Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. The iol is immersed in solution and what appears to be blood. One haptic is broken/torn and not returned. The other haptic is adhered to the optic surface with solution. The optic has been cut halfway though the optic and is scratched/marked-rejectable. The complainant indicates the use of company viscoelastic, which is not qualified for use with associated iol model/ cartridge combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of nonqualified combination may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a scratch on the lens after it was implanted. The surgeon removed and replaced the lens during the initial procedure. There was no patient impact.